Event description:
It was reported the flex video scope presented the nozzle blocked. The issue occurred during lab or demonstration. There were no reports of patient involvement.

Manufacturer narrative:
Facility address shortened from "zouping maternity and child health care hospital (new hospital district)" to "zouping maternity and child health care hospital" due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts, and interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.